Manufacturer narrative:
(B)(4). Remove ( customer's fill estimates were inaccurate ). It was reported that the customer received multiple minimum fill alerts after loading with 200 units of insulin. During follow-up, customer stated that no more fill estimate issues have occurred. The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the customer received multiple minimum fill alerts after loading with 200 units of insulin. During follow-up, customer stated that no more fill estimate issues have occurred.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimates were inaccurate after loading multiple cartridges with insulin. Cold insulin had been used. The customer's blood glucose (bg) level was 300 mg/dl. The customer took manual insulin injection of lantis to address high bg. The customer loaded another cartridge and received an accurate fill estimate